Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 5.6; lab: 3.5. Patient also tested on a previous strip on (B)(6) 2011 and got inratio result of 4.1 inr. (Strip lot # unknown). Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.